Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ pseudosel¿ agar false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that agar 297882_1126369 failed growth promotion ".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-16 investigation summary this memo is to summarize findings regarding the complaint related to catalog number 297882, plate pseudosel agar cetrimide 10 ea, for batch number 1126369 and complaint number 3222943 for performance. During manufacturing of material 297882, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 1126369 was satisfactory and no quality notifications were generated during manufacturing and inspection. All batches are tested prior to release and results reported on the certificate of analysis (coa) which can be obtained at www.bd.com/regdocs. Routine stability studies are performed annually per internal procedures for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis of each product. Stability data for this product is on file. All performance testing on this batch was satisfactory at the time of release. The complaint history was reviewed, and one other complaint has been taken on batch 1126369 for performance. However, it was also not confirmed for a performance defect. Retention samples from batch 1126369 were not available for inspection. Return samples were received for investigation. Ten plates from batch 1126369 were returned as one unopened sleeve in the 10pack carton shipped in a box (carton 0307; time stamps 1459 and 1500). Returned plates were tested for pseudomonas aeruginosa atcc 9027 per the standard performance protocol for material 297882 as described in the coa and product insert available on www.bd.com. Ten to 100 cfu of atcc 9027 from fresh culture were inoculated onto test plates and incubated at 30 to 35 degrees c. At 18 hours incubation, moderate growth was observed on the returned plates from batch 1126369 tested. The non-selective control had heavy growth of atcc 9027 as expected. No photos were received for investigation. No performance defects for atcc 9027 were observed in the return testing. This complaint cannot be confirmed. Bd will continue to trend complaints for performance.

Event description:
It was reported that while using bd bbl¿ pseudosel¿ agar false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that agar 297882_1126369 failed growth promotion".